Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the patient allegedly received frostbite while using the device.

Manufacturer narrative:
It was reported that a patient allegedly got frostbite during use of the device. The user facility is unsure as to the reason behind the alleged frostbite, but stated that the medi-therm and mul-t-pad were being utilized during the stay. The user facility stated that the patient exhibited marks showing the pattern of the cooling blanket along both sides of the patient back. There was separation of the epidermis to the right side of the patient and they were treated with xeroform gauze to the open areas. The patient had been in cooling therapy due to a neurogenic fever and the time of the therapy and how often the patient skin had been monitored were not available. It was identified that the symptoms reported relate to a tissue injury that would be attributed to use of the mul-t-pad and not tied to the use of the medi-therm. Feedback was provided to the user facility that patient skin condition should be monitored according to the operations manual.

Event description:
It was reported that the patient allegedly received frostbite while using the device.

Manufacturer narrative:
A review of the design of the device identified that it does not allow for the water temperature to go below 4.0°c. This identified that the device is not capable of reaching the temperature required for skin crystallization to occur as a result of frostbite . Further information was not able to be obtained regarding this alleged event. Device not returned.

Event description:
It was reported that the patient allegedly received frostbite while using the device. Further information has not been provided.

Event description:
It was reported that the patient allegedly received frostbite while using the device. Further information has not been provided.